Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, the patient reported experiencing air bubbles in the insulin cartridge of the infusion device since beginning use of the device approximately 2 years ago. She stated that she allows insulin to reach room temperature prior to use. She stated that the air bubbles usually occur during use and she is able to prime them from the system. She stated that she does not properly adjust the piston rod of the infusion device prior to inserting the insulin cartridge and she was educated on the proper procedure. She stated that she changes the adapter with every 20th insulin cartridge change and she was advised to change it with every 10th cartridge change. No physiological effects were reported. She declined the offer for additional training. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.